Event description:
Information was received from a consumer receiving bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported that they received the replacement handset. After the first few days, it took 3 seconds, but now, it's getting progressively longer to get a bolus. Per the patient, now it gets to 90% in less than 15 seconds and then it takes a minute or two at 90%. The patient hits ok, and then it goes from 9 minutes to 8 minutes but was told it should always start at 10 minutes because their lockout time was 10 minutes. The patient mentioned they bolused shortly before calling. The patient stated out of the box at implant, ¿it only took a few minutes,¿ then stated 2.5 minutes of day 1 with this pump. The patient stated their first refill since implant was (B)(6) and they've been generating technical reports on handset. The patient stated they have a ¿relatively low¿ continuous dose and ¿a lot¿ of boluses, 20 in a 24 hour period with 10 minute lockouts, because if their bupivacaine is too high, they won't be able to urinate. The patient only usually use about 17 of those boluses though. The patient was instructed to contact the manufacturer about this ¿software issue¿. The patient was assisted in toggling off/back on bluetooth and location and restarting myptm app and the patient was able to connect well. The patient stated they timed it, and it took 39 seconds to get from 90% to 100%. The agent reviewed considerations and reviewed closing app after use but the patient stated they almost never close the app because it takes longer to connect than if they just left it open. The patient stated their clinic staff are equally as frustrated as their equipment gets stuck at 90%. The agent reviewed pump antenna and communicator placement but the patient interrupted and stated they were already told them that and it hasn't made a difference. The patient stated they don't want it to get back to taking 6 minutes to connect. The patient stated they prefer the 8835 ptm (personal therapy manager) to the handset/communicator because it was simpler and much easier to use. Additional information was received from the patient who reported that their connection issues and error codes have increased. The patient reported code 156 (application restarting due to system error), 356 (communication error), 0x399d4b9b and 518 (communication error- authorization request denied [secret is incorrect or corrupt]) which they stated came with a blue screen and stated communication error. The patient stated they have screenshots of all error codes. The patient also stated on (B)(6) the app "crashed" 5 times in a row and they shut off handset for 3 hours and when they turned it back on they were able to get connected. The patient has timed how long it takes to connect and will sometimes be 6 min or longer. The patient has 17 bolus per day. The agent would replace handset due to number of codes and since patient mentioned when they had it replaced it "seemed to help at first". An email was sent to the repair department for a replacement handset. No indication of patient harm. Additional information received reported the patient continues getting error codes and crashes and use of the ptm takes increasing amounts of time and is always hanging at 90%. The patient stated that he has seen service code 338, 156, along with others and error code 0x507578a5. The patient¿s lockouts are: 20x/12h, 40x/day, 10 min lockout.the patient stated that handset has been replaced multiple times and within a day or 2 of getting a new handset it reverts back. The agent warm transferred caller to hcit (healthcare it) to do a hard reset of the handset. An email was sent to the repair department for a replacement communicator ptm is taking several minutes to connect every time ptm is used; always getting stuck at 90%. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.